Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, prepierced y-site, secure lock, 272 cm. The customer reported the following issue: ¿a nurse encountered a problem with a tube in which an air bubble formed, I believe at the y-site¿. The customer doesn't have the lot number for the device. The event occurred during use on the patient, during the infusion. There were no consequences for the patient. The tubing was changed and clinical monitoring was performed. An air bubble of approximately 2 cm formed at the y-connector of the tubing. The pump used was plum pump and the customer has no record of any pump alarms. There was patient involvement.

Manufacturer narrative:
D4: lot number is unknown. The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history could not be reviewed due to no lot number being provided.